Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, inadequate antitachycardia pacing therapy and inadequate hv shock was observed. Programming changes were made. Patient was in good condition.